Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Physician was attempting to cross a chronic total occlusion with pedal access. She was snaring the victory 14 through top of sheath and the tip of the wire fell off and remains in body. We attempted to suck out with penumbra and snare but it wouldn't move. It wasn't disrupting blood flow so it was left. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Snare and penumbra thrombectomy catheter what is the next course of action? Non-patient present at time of event? Yes, patient complications: no patient complications.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Event description:
Physician was attempting to cross a chronic total occlusion with pedal access. She was snaring the victory 14 through top of sheath and the tip of the wire fell off and remains in body. We attempted to suck out with penumbra and snare but it wouldn't move. It wasn't disrupting blood flow so it was left. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: snare and penumbra thrombectomy catheter what is the next course of action?: none patient present at time of event?: yes. Patient complications: no patient complications. Event date: 2025-8-8. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.